Event description:
It was reported that during a proximal clavicular fracture and internal fixation surgery, two prongs of metal broke off the inserter handle and could not be retrieved from the patient. No patient injury reported.

Manufacturer narrative:
One 72202595 twinfix ultra pk 4.5mm suture anchor reported on. The complaint stated: ¿two prongs of metal broke off the inserter handle and could not be retrieved from the patient.¿ product was not returned for evaluation. Due to unavailability, the allegation could not be fully confirmed. Definitive conclusions, investigation and evaluation were not possible without physical evaluation. If objective evidence becomes available to assist with evaluation, the complaint will be revisited. Factors that may affect device performance include: device storage, device ability, surgical ability, procedure location and tissue condition. Influences that could compromise product performance or integrity include: non-compliance with technique driven instructions for use. Alternate prep method or instruments used. Incomplete anchor insertion. Loss of or lack of axial alignment. Communication relayed use of a ¿3.8mm starter on medium bone¿ for prep choice. Per IFU 10600571 a 3.8mm awl is appropriate for reported ¿medium¿ bone quality which encourages a tapped hole to proper depth. The reported symptom is consistent with excess torque applied and/or loss of axial alignment. Maintaining axial alignment is critical to successful implantation. Per: ¿caution: use of excessive force during insertion can cause failure of the suture anchor or insertion device. A two-finger ao technique should be used to insert the anchor. If more torque is required to insert the anchor, stop and ensure that the hole size and depth are correct for the bone conditions encountered. It may be necessary to reduce the anchor size or increase the hole size to achieve optimal insertion force. It is the responsibility of the surgeon to determine the patient¿s bone condition, appropriately prepare the insertion site, and determine the suitability of the implant for the procedure¿. Final product met predetermined specifications upon release to distribution.